Event description:
It was reported that the device was running without the trigger being pressed. There was no pt involvement or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. In similar malfunctions complaints, the failure appears to be the magnet falling out of the trigger assembly causing the handpiece to continually run. The device was repaired locally.